Event description:
Pt was admitted with hospice care from (B)(6). She was using the heating pads for comfort during that time. She was also on significant amount of pain medications. On (B)(6), the spouse states when giving the pt a bath, it was discovered that her back had burns that were a mirror image of the k-pad. Heater/cooler, (B)(4) pumps, circulating fluid, localized heat (B)(6) 2015 06:23 pm, (B)(6) 2015 02:31 pm 2 days 20 hrs 7 mins. Heater cooler, (B)(4) pumps, circulating fluid, localized heat (B)(6) 2015 03:54 pm, (B)(6) 2015 01:52 pm 21 hrs 57 mins.